Event description:
It was reported a pump module had a free flow event. There was patient involvement but patient impact is unknown. Bd investigation was performed on the returned samples, the probable cause of the complaint of free flow was identified as the unauthorized use of third party manufactured parts. Third party parts were manufactured by elite biomedical solutions (rear case, bezel assembly). FDA safety report ID# (B)(4).